Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01376 and 2134265-2018-02204. It was reported that rotawire tip broke and remained inside patient's body. The in-stent restenosis target lesion was located in the ostium area of the left circumflex artery. A 330cm rotawire¿ was advanced and initial ablation was done with a 1.75mm rotalink¿ plus and second ablation was then performed with a 2.0mm rotalink¿ plus. However, while attempting to replace the rotawire after ablation, it was noted that the radiopaque marker part of the rotawire broke. The proximal portion of the rotawire was removed. However, the distal portion remained in the left circumflex artery #13. The procedure was then completed with a cutting balloon and a drug coated balloon. There were no further patient complications reported.